Event description:
In using a spine view, inc. Disc removal device, the annulus fibrosus was breached and the iliac artery was damaged. This caused a sudden, precipitous loss of blood and blood pressure. We had to close the back of the pt and have a general surgeon repair the artery through an abdominal exploration. The pt has survived. When I was detailed on this product, I specifically asked whether or not this complication told no, and that furthermore that it had never happened. Since the injury has been noted here, I have been informed by add'l individuals in that company that there have been "(B)(6) that we know of in (B)(6) cases". My understanding is that this device was put through the FDA on a 510k. Please consider asking for formal clinical trials to assess safety. Reason for use: lumbar spondylolisthesis.